Event description:
It was reported that unspecified bd infusion set separated. The following information was received by the initial reporter with the verbatim: description: the lipid filters used for the pn had popped off when mum moved the baby who was the patient. Was unable to attach this back on once cleaned and it did not twist back on properly. Clinician had to then replace this filter with a new one. With this particular patient the clinical team had to change the filter three times before switching the infusion off as the filter kept popping off. Unfortunately, the lipid filter was discarded due to the constant leaking and the patient no longer requiring lipids.

Manufacturer narrative:
No samples were received for investigation of complaint reference (B)(4); however, the customer has indicated that, "the lipid filters used for the pn had popped off when mum moved the baby who was the patient. Was unable to attach this back on once cleaned and it did not twist back on properly." The material number and batch number were not provided by the customer. Further information from the customer stated that the lipid filter was constantly leaking and the patient no longer required lipids. The brand used was 'bd standalone filter 1.2 micron'. Additionally, the filter had to be changed thrice before switching the infusion off as the filter kept popping off. The incident was noted during infusion. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance there was not enough information to positively link this feedback to a specific failure mode.